Event description:
It was reported the guidewire was fractured. A rota procedure was being performed on an 80% stenosed, moderately calcified, mildly tortuous lesion. A rotablator and rotawire 330cm were being used for treatment. During the procedure, the physician switched the device into dynaglide mode to complete the procedure. At this point, 1cm of the end of the rotawire fractured off. The rotawire was in the catheter at the time of the fracture. The procedure was completed successfully with no patient complications due to this event.